Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. Customer stated blood glucose (bg) levels were high but did not provide a bg reading. Reportedly, a bolus was delivered to address the bg level. Troubleshooting with tandem customer technical support (cts) was performed. Cts advised for customer to resort to a back-up therapy since the malfunction had occurred multiple times. The customer declined and reported that the pump would continue to be used for insulin therapy.